Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump battery was replaced 6 times and the insulin pump still did not respond. The customer removed the battery and waited for 15 minutes and inserted a new battery and the insulin pump still did not respond for the customer. The customer¿s blood glucose level was 11.2 mmol/l at the time of the incident. Troubleshooting did not resolve the issue. The customer was advised the insulin pump will be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected failed battery alarms noted during testing.